Event description:
Add'l info rec'd from MFR 5/16/01: this letter is in response to the subject medwatch report. Investigation of the medwatch report was completed by contacting the pt as well as the surgeon who implanted the tmj implants, inc devices. The pt stated they have a long history of tmj surgeries including implants containing silastic. At this time, the tmj implants, inc. Devices are still implanted. The pt stated their problems are related to the surgery and not the devices. Contact with the implanting surgeon confirmed the pt is "multiply" operated. It was the opinion of the implanting surgeon that disease progression and multiple surgeries contributed to the symptoms not the devices. Based on this investigation, there is no indication to reasonably suggest that this device caused or contributed to the alleged event. Therefore, no medical device report will be filed and this complaint will be closed.

Event description:
Christensen device has caused slipping in disc, extreme 24 pain, swelling, nerve damage, limited mouth opening, made condition 3x worse. Surgery performed to try and correct. Sylastic implant wire and joint broke 3 yrs later and removed. Total 10 tmj surgeries.